Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, it was reported that the patient expired due to pre-existing medical conditions. The date of death and product disposition are unknown at this time.

Manufacturer narrative:
(B)(4)

Event description:
The patient expired on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience lack of pain relief. The patient also expressed that he was feeling dizzy and there was a change in his hearing. At the clinic, it was observed that the expected pump reservoir volume did not match the aspirated volume.